Event description:
It was reported that the patient presented into clinic after receiving a vibratory alert for high, out of range high voltage lead impedance. Programming change was made. Patient will continue to be monitored remotely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.